Manufacturer narrative:
H3. Pli 10: analysis identified a break in the catheter body. Pli 20: analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n239853004 serial# unknown implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: u nknown/(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving bupivacaine 2.498 mg/day 25.0 mg/ml fentanyl 4.996 mcg/day 50.0 mcg/ml via an implanted pump. It was reported that the pump started flipping in july 2024. The catheter became severed from pump flipping and was replaced on (B)(6) 2025. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. The issue was resolved. There was no further information from the healthcare provider. The patient was alive and no injury.

Manufacturer narrative:
Corrected h11 statement: pli 10: analysis identified a break in the catheter body. Pli 30: analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.